Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled adhesive could not be determined. It is possible that the adhesive peeled because of stress of repeated use, external factors, or device handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd endoeye laparo-thoraco videoscope had air/water leakage. Upon inspection of the customer¿s returned device it was observed, the objective lens adhesion was peeling. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction, it was observed, due to damage on the light guide (lg) cover glass, water tightness was lost, due to deformation of video connector case, water tightness was lost, the bending section cover (a-rubber) had a scratch, the adhesive on a-rubber had a chip, the lg-cover glass had a scratch, video connector case had a crack, due to wear of angle wire, and the bending angle in up direction did not meet the standard value. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.